Manufacturer narrative:
Other, other text: additional information received by smiths medical via email no patient involved.

Event description:
It was reported that medfusion pump produced a primary audible alarm error. No patient injury or complications were reported in relation to this event.